Event description:
Battery depleted in 2.5 years. Last follow up showed 86% battery left. Could be inappropriate eri. A ram dump is included with this report. Device remains implanted. (B)(6) 2016 - explant has been recommended. On (B)(6) 2016 - per rep, the revision has not yet been scheduled.

Manufacturer narrative:
(B)(6) 2017 -this device was explanted on (B)(6) 2016 and was returned for analysis. Upon receipt, the device interrogation revealed the battery status eri. The device was implanted for about 30 months and 14 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. First, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to the depleted battery. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. In a next step, the electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly an elevated internal self-depletion within the battery was identified, which led to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause of the clinical observation.